Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, post implant, this patient's right ventricular (rv) lead exhibited no capture and right atrial (ra) lead exhibited high pacing threshold measurements. Both leads had dislodged, and surgical intervention was taken to reposition the leads. Following the revision, the rv lead was still not capturing. The plan was to leave the rv lead as is and keep the device in aai mode until the physician revisits potentially revising the rv lead at a later date. No additional adverse patient effects were reported.